Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from december 12, 2014 - december 17, 2014. During visual inspection, black particulate matter was observed within the balloon of the device. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particle was found in the balloon of a small volume intermate. This was observed after compounding with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.